Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿ arterial blood collection syringe, foreign matter was present on the needle. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿ arterial blood collection syringe, foreign matter was present on the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-jan-2026. Investigation summary bd received one sample and two photos for investigation. Evaluation of both indicated the presence of a light-brown-colored foreign material attached to the needle. Additionally, a visual inspection was conducted on 10 retained samples, and no foreign material was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.